Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g6, h2, h4 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-dec-2021 to 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed intermittent error message on multiple devices due to corrupted database. A technical support specialist dropped and resynced the database on the station. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed an error message. 'Cannot access a disposed object' intermittently on multiple devices. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due database corruption. The station database was replaced and resynchronized to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged users out during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.